Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14265. It was reported that the patient presented for elective lead replacement. Atrial lead noise was reported. During the procedure, externalized conductors were observed on the right ventricular lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of insulation abrasions was confirmed. Internal insulation abrasion breaching the rv cable lumen was noted at 7.9-12.0 and 12.7-15.4 cm from the distal tip. Internal insulation abrasion breaching the re cable lumen was noted at 14.4-15.4 cm from the distal tip. Internal insulation abrasion breaching the re cable and inner coil lumens was noted at 28.4-28.9 cm from the distal tip. External insulation abrasion breaching the svc and rv cable lumen was noted at 30.7-32.0 and 38.6-39.7 cm from the distal tip. The etfe cable coating was intact at these locations. The cause of the reported event was isolated to external abrasions consistent with friction to another device or feature of the patient anatomy and internal abrasions.